Event description:
It was reported that a pt had a heart attack and died while wearing a resmed CPAP mask.

Manufacturer narrative:
According to the (B)(4) , the pt was taking a nap while on CPAP therapy and during the nap had an apparent heart attack. The (B)(4) does not believe there was an relation to the heart attack and the CPAP therapy. The flow generator and humidifier were returned to respironics and investigated. Per resmed's conversation with respironics, the devices operated to design specifications. The resmed mask was discarded by the (B)(4) and not available for engineering investigation.